Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.